Event description:
Reported three speaker failures. It is not clear from the report whether these units were in patient use at the time or if the failures were detected while testing. No patient harm was reported.